Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly will not be pursuing revision surgery. The recipient continues to use the device. This is a final report.

Event description:
A review of the test data indicates impedance issues. Programming adjustments were made and the recipient is satisfied.